Manufacturer narrative:
Additional information: d9, h3, h6, h11. The device was received for evaluation. Visual inspection identified a breakage in the arterial chamber of cartridge. The reported condition was verified. The root cause of the breakage could not be ascertained. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6, h11. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external leak of saline solution was observed from a breakage in a gambro cartridge set during priming. There was no patient involvement. No additional information is available.